Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that over the last few weeks the insulin pump had been receiving a very large number of no delivery alarms. The customer's blood glucose level was unknown. The alarms did not occur during manual prime. The customer was able to resolve the issue by changing the reservoir. The device will not be returned for analysis.